Event description:
It is reported that the humeral trial became stuck in the humerus during trialing. Upon attempting to remove, the threaded inserter broke with the fractured piece located inside the trial.

Manufacturer narrative:
Evaluation: as returned, the threads on the end of the humeral inserter/extractor thumb screw have fractured off. Sem was performed on the fracture surface indicating failure from fatigue. Eds analysis was performed exhibiting a spectrum typical of 13-8 sst. Even though the lot number is unknown, 13-8 is an indicator that the instrument was manufactured prior to september 2005 when a material change was made from 13-8 to 465. The material change was made due to superior mechanical strength and ductility of 465 using the same heat treatment, (B)(4). The exact field age of the component is unknown. The complaint will be closed as a previously addressed design issue.